Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient's spouse this case concerns a (B)(6) male patient who initiated treatment with synvisc one and after an unknown latency had pain in his knee, warmth, stiffness, swelling, experienced redness, he was treated for pneumonia in december, was unable to get out bed and walked with a limp, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection for osteoarthritis once (dose: unknown; batch/ lot number: 7rsl021 and expiry date: 30-may-2020). On an unknown date in, after an unknown latency, experienced redness, swelling, stiffness, warmth and was unable to get out of bed. He was treated for pneumonia in (B)(6) (onset and latency: unknown). Patient used crutches to ambulate due to the pain and stiffness in his knee afterwards. No fluid was drained from the knee. He tried tylenol for the pain and he was prescribed steroids. Patient wears a knee brace daily. He currently walks with a limp corrective treatment: crutches, knee brace for walks with a limp and unable to get out bed; steroids for experienced redness, swelling, stiffness, warmth; tylenol, steroids, hydrocodone for pain in his knee; unspecified medication for he was treated for pneumonia in (B)(6) outcome: unknown for all events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty moving, injection site redness, joint swelling, joint stiffness, joint warmth and knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.